Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures.

Event description:
It was reported that a malfunction alarm occurred after customer went through full body scanner. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.